Event description:
It is reported that a customer issues with the keypad on their insulin pump. The patient's blood glucose level was at 584 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioned properly, no damage on the keypad assembly. Inspected joint connector on lcd and no unlock keypad connector. No unexpected numbers ramping or scrolling screens noted. The device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube.